Manufacturer narrative:
On 1/22/2016 follow-up: pump data was relayed by tandem technical support to contact. Contact indicated that customer remained on manual insulin injections. On (B)(6) 2016: contact reported entering bg value of 186 and 179 into bolus menu and received message to retest bgs as necessary. Request was made for customer to upload pump data for review. Contact reported that customer was able to properly receive food boluses to reduce elevated levels, and had adequate supply of alternate therapy. On 1/26/2016: multiple attempts were made to follow up with customer requesting upload of pump data; however, customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus but the pump declined the bolus request. Customer was hospitalized for elevated blood glucose (bg) level (>622 mg/dl). Customer was treated with intravenous insulin drip. The customer was released the following day with the issue resolved. Customer reverted to manual insulin therapy per direction of health care provider. Review of pump data by tandem technical support showed that the user entered a high bg value but did not follow through the menu to confirm the bolus.